Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing redness and swelling had occurred while wearing the pod for an unspecified duration of use. The patient visited their physician and was diagnosed with an irritation. As treatment, the patient was prescribed a prescription ointment, fucidin. There was no mention of blood glucose levels.